Manufacturer narrative:
The device was requested for evaluation, but the disposition of the device was not known, therefore, it was not returned, and the complainant's event could not be verified. The device (knife blade) involved in the event is designed to work with the corresponding parallel graft knife handle (ar-2285h), although the part and lot number of the broken knife handle was not provided at the time of the report, or in response to follow-up communication. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause of this type of event is mechanical damage to the blade handle, which led to improper mating of the handle with the blade, and subsequent technician laceration . This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.

Event description:
It was reported that during an acl reconstruction, an or technician was cut by the double knife blade, because it would not slide onto the handle. The knife handle was broken unknowingly. Follow-up with the surgical facility provided information that the surgery was completed. The outcome of the technician was good. No further event information was provided at the time of this report or made available in response to follow-up. No additional adverse consequences to patient or staff have been reported from this event. This device is used for treatment.